Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased white blood cell (wbc) and neutrophil counts for one patient on a cell-dyn sapphire analyzer. The following data was provided: sample ID (B)(6) initial wbc result was 0.568, repeats were 7.912 and 7.428 10e9/l; initial neutrophil result was 0.068, repeats were 5.609 and 5.209 10e9/l there was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely decreased white blood cell and absolute neutrophil counts on the cell-dyn sapphire analyzer, serial number (B)(6). Through an extensive investigation, the fsr found the pump assy, perist, cdsphr, part number 8921276501, perist pmp tbg-md, list number 91485-01, cdsphr rgt srng x, list number 08h45-01, cdsphr retic srng, list number 08h48-01, needed to be replaced. The fsr also replaced the ftg barb rdcr .093 x .062 kyna rohs, part number 8310820202, located at the optical rbc/plt transfer pump, as it was found to be slightly bent. The fsr also flushed/cleaned the hemoglobin fluidics pathway. All of which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased white blood cell (wbc) and neutrophil counts for one patient on a cell-dyn sapphire analyzer. The following data was provided: sample ID (B)(6) initial wbc result was 0.568, repeats were 7.912 and 7.428 10e9/l; initial neutrophil result was 0.068, repeats were 5.609 and 5.209 10e9/l there was no impact to patient management reported.